Manufacturer narrative:
(B)(4) date sent: 6/17/2025 d4 batch #: unknown related report: #(B)(4). Additional information was requested and the following was obtained: how was the bleeding controlled? Case was switched to open was there any other action taken for the procedure? No did the procedure have to be converted to open? Yes did the patient need to have a blood transfusion? No did the patient need any different type of post op care due to the bleeding/oozing? No did the patient experience any adverse consequences due to this issue? No attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the surgical procedure? Did the procedure start as laparoscopic and then converted to open? If yes, as the harmonic focus device is not a laparoscopic device, what device was used prior to the switch to open? What structure was the device used on when the error message started to occur? Was the bleeding controlled during the operation? Was the patient¿s post operative care was altered in any way? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported per user facility medwatch form mw# (B)(4) that during an unknown procedure, that an equipment failure, harmonic focus was not working properly, kept showing error message "relax pressure on blade." This failure caused excessive bleeding as well as delayed the case.